Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2015 the patient's mother reported the patient was hospitalized with dka. The patient had symptoms of lethargy, dizziness, and vomiting and the mother bolused insulin through the infusion device and called for an ambulance. The patient's blood glucose measured 550 mg/dl on the ambulance blood glucose monitor. The patient was treated with "IV bags" and zofran. The animas insulin pump mentioned in this event is not manufactured by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).